Event description:
It was reported that this patient presented to the emergency room due to a syncopal even and was admitted to the hospital. The patient reported that he became dizzy and then passed out review of the device data identified noise, oversensing and pacing inhibition on the right ventricular (rv) channel. Impedance and thresholds measurements were stable. Review of the trended data did not identify any increased impedance measurements. The noise resembled myopotentials which could not be reproduced in an office setting. A boston scientific technical services consultant discussed programming and revision options. A revision procedure was performed and the rv lead was removed from service and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).